Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the pt is unable to increase stimulation and the ipg will not maintain a charge. Reportedly, the pt programmer is displaying a low battery error message. The pt may meet with the sjm representative as the next course of action.